Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific provided the following information: on (B)(6) 2019, it was reported via remote patient monitoring that signal artifact monitoring was disabled, and oversensing and high impedance were noticed on this lead. Follow up with hcp determined that the patient is deceased, date of death is unknown. The lead is not available for analysis. Should additional information become available, this file will be updated.